Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the oor message was still coming up. It was recommended to follow-up with the healthcare provider (hcp) or rep for further investigation.

Event description:
Additional information received from the consumer reported they were getting frequent non-oor battery drops. For example, the consumer would check the battery at noon and it was at 2.91. If they didn¿t turn the unit off and on and checked it again at 1 pm it would have dropped to 2.90. The consumer didn¿t turn it off and on and waited 30 minutes or so and it would have dropped to 2.89. 30 minutes later it would have dropped to 2.88. The battery was not turned off and on and the battery began to come back to 2.91. These issues did not happen while sleeping or walking but did happen when sitting sometimes or moving around. The drops were occurring numerous times per day; at least 5 or more. At no point was there an oor; it just dropped. If the consumer didn¿t check the battery ever hour or so (and they were up and mobile), the non-oor drops happen. The consumer stated most times they didn¿t let the ¿drop play out,¿ they just reset the battery by turning off and on. According to the consumer when the physician pressed the ¿duck¿ connection¿ the slightly high impedance reading with contact 1 normalized. In addition, for a couple days after they pressed this, they had no oor¿s or non-oor drops, but happened after both of their appointments this month. In addition, the consumer inadvertently rolled onto the right battery pack a couple times and felt the ¿duck connection¿ squish into their body. Both of these times the consumer got an oor just a few minutes later.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient likes to check their device a lot and make multiple changes. The patient noticed their voltage was at 2.95v on saturday and 2.90v on monday. They did not get any out of regulation (oor) messages during this time. They turned off their implantable neurostimulator (ins), waited, then turned it back on and it went back to 2.92v. Today, it is back to 2.94v. The patient has been on group b since (B)(6) 2019 and knows how to use their device well. It was reviewed that it is possible that the voltage can rebound or change if the patient is swapping between multiple programs but not aware of other causes. No patient symptoms were reported. Additional information received from the manufacturer¿s representative (rep) reported the cause of the changing/rebounding battery voltage was unknown. The only action taken by the patient was turning off the device for a very short period and then back on which was when they saw the rebound capacity number change. This action did show the remaining capacity number to return to almost the same, but it was still unclear as to why it would dip lower ¿sharply¿ them almost rebound to prior. The cause of the issue/resolution was still unknown. The rep called back to request speaking to an engineer. The patient's ins voltage was 2.94v and after the oor message, it was 2.86v. The patient would turn off the patient programmer and turn it back on, clearing the oor. Once the oor would clear, the voltage would go back to 2.89v but not to the normal voltage. The patient saw the oor in may and now today.